Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that their one touch ping meter had a power issue - was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient reported that the alleged product issue first began "around (B)(6) 2015".the patient manages her diabetes with insulin (self-adjuster) and from (B)(6) 2015 claimed that she increased her medications daily to "around 12 insulin units of novalog per hour" as a result of the alleged product issue. The reporter stated that 2 hours after the alleged issue began the patient developed the symptoms of "vomiting, bowel discomfort, and frequent bathroom visits". The reporter denied that the patient received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the meter. The meter batteries did not require to be replaced. The meter uses alkaline batteries. The issue remained unresolved after training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.